Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced a sensor glucose (49 mg/dl) versus blood glucose discrepancy. The customer reported a blood glucose value of 264 mg/dl and hyperglycemia, which was treated using an insulin pump (subcutaneous insulin infusion). The event involved product mmt-7040c1. The customer reported high bg levels and confirmed they had been using the insulin pump system within 48 hours of the reported event. Customer was not using the automode/smartguard feature at the time of the event. The customer indicated that sg and bg values were outside the acceptable range. It was explained that the sensor may no longer have been responding to glucose changes, and possible causes were discussed. No further patient complications were reported, and a product return for mmt-7040c1 is not expected.